Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A report received from the affiliate indicated that the physician felt difficult delivering a cypher stent to the lesion. When the physician withdrew the product from the patient, the distal stent struts were uplifted. The target lesion was the lad. The vessel was slightly calcified, tortuous, and angled. The lesion was pre-dilated before the cypher stent was inserted. One non-sterile cypher select + 2.50x13 mm was received coiled inside a plastic bag. The sds was kinked at 5.5 cm and 16 cm from the distal end; this condition on the shaft could be related to the way the unit was sent for the analysis. The stent was mounted in its original position between the marker bands. The distal struts of the stent were uplifted. The crossing profile was measured for the middle and proximal sections of the stent and was found within specification. The distal section could not be measured due to the uplifted condition in this area. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The stent strut uplift was confirmed. The exact cause of the reported failures could not be determined. However, there are lesion characteristics and procedural factors that may have contributed to the tracking difficulty resulting in uplifted stent struts. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. Neither the DHR review nor the product analysis indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
The physician felt difficult to deliver. So he pulled back and the cypher tip was opened little bit. When the product was returned it was noted that the distal struts were uplifted.